Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: the product was returned to ethicon for evaluation. One top foil and one labeled winding former with an undispensed strand were received for analysis. Product code vcp946h. Upon initial inspection, no issues related to the pull-off needle were observed in the returned sample. The needle was examined, and the swage and attachment area appeared as expected. This product code vcp946h contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. Furthermore, an unknown small black foreign matter was found on the bottom of the winding former and the adhesive tape. Due to the condition of the returned sample, it was not possible to determine the origin or cause of the black foreign substance in the received sample. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that they noticed a small black dot and it came off the needle out of the suture. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 7/25/2025. H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, the following was obtained: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. During removal from the package. Where was the small black dot found? (Inside the sterile barrier or outside of the sterile barrier?) Inside the sterile barrier. Please describe the small black dot that was observed. What was the texture? Unable to identify texture but was detached from packaging. Are there any photos of the small black dot available? Packaging, needle and small black dot were all returned to rep is it possible that the small black dot fell into packaging upon opening of device? No. Was the product seal on the foil still intact when the package was opened? Yes. Was the procedure completed without any adverse effect to the patient? Yes. Could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided product was picked up by rep. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.